Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.

Event description:
Parent of the patient reported that the pod was changed earlier in the day and worn on the abdomen for between 1 and 4 hours. Blood glucose levels rose to 21.7 mmol/l (390.6 mg/dl) accompanied by symptoms including vomiting, queasiness, and lack of movement. Ketones were detected during home testing. Due to persistent symptoms, the patient was taken to the emergency room, where the visit lasted one day. No formal diagnosis was provided at the time, and treatment consisted of a manual injection of insulin.